Event description:
I would like to complain that clear care starter kit does not provide enough warnings in the front to warn consumers of special care when using this product. I was given a free sample of clear care starter kit and used it in a flat lens case. The front packaging is deceiving because it does not warn against using with flat lens cases. I missed a day of work and spent money on medicine and paid for a doctor's visit. My doctor told me there is a tear in my eye due to it. No matter how popular this product is if one person has this amount of substantial damage, the company should be careful in how they market their product. The product is clear care and the acid tore my eye. The company is saying that I should've read the side and back but I insist that there are many people like me who only read the front of eye care products especially when it's only a starter kit. How will we be reading the front and back at a pharmacy when there are so many products displayed. For someone like me who has only used flat cases all my life, how would I have imagined there are solutions that are not supposed to be used in flat cases. I think these kinds of products should be over the counter and not put out with the rest of the multi-purpose solutions because it is deceiving. Please consider that this product should be kept behind the counters or labeled in the front box so we lay consumers can distinguish easily. I went to an eye doctor because I was unable to see in sunlight or bright lights at night. I continuously shed tears and was in pain in my right eye. The doctor prescribed ointment and eye drops. He told me there was a tear in my eye due to the acid that was absorbed in the lens that I put on.